Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell out of the customer's pocket and the touchscreen became cracked and unresponsive. Blood glucose was 174 mg/dl. Reportedly, the customer continued using the pump for basal therapy and manual injections for administering boluses.